Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This spontaneous report was received from a nurse via company representative, referring to a female patient of unknown age. The patient's concurrent conditions, and past drugs reactions/allergies were not reported. The patient's medical history included pregnancy. This report concerns 1 patient and 1 device. On an unknown date, the patient had a vaginal delivery, and the patient was given several uterotonics, but uterus remained boggy and continued trickling of blood. The obstetrician attempted to place vacuum-induced hemorrhage control system (jada system) for postpartum haemorrhage (lot# and expiration date were not reported) after approximately 2 hours of bleeding and it was difficult to insert (also reported as "unsuccessful") (complication of device insertion). Tried for several minutes and then dilation and curettage (d/c). She did not have to intervene with any other methods and patient bleeding did stop. The outcome of event was not recovered. The reporter's causality assessment was not provided. Upon internal review, the event of "complication of device insertion" was determined to be serious due to medically significant and required intervention. (B)(4).